Event description:
It was reported that the screw broke twice, once during insertion and again during extraction. The patient was being treated for a distal tibial fractures. On the (B)(6) 2012 three screws were broken due to delayed union. On (B)(6) 2012, the screw removal operation took place and a surgical replacement plate was implanted. During this procedure, a screw was broken during insertion and again at the time of extraction of this screw using the bolt for removal, this screw broke again. The doctor said that the bone quality was good and the tapping was done the right way. Regardless, this screw was already broken during insertion and the second breakage of this screw occurred during the use of the bolt for removal. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The returned cortex screw was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. Also we are not aware of any similar occurrence regarding to this particular article. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause of this occurrence as the threaded fragments of the screw are stuck in the hollow-reamer and the extraction-bolt. We can only assume that these breakages were caused by exceptional hard bone. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No indication of material or manufacturing defect could be found. However, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)